Event description:
While using the aspen esu with the cameron miller handpiece and attachments, esu set on spray coag at 45w. Burned inside of pt's mouth through and through to outside of lip/cheek on left corner of mouth.